Event description:
Pt required pelvic organ prolapse surgery. The avualta mesh system was used. Pt has suffered continual pain, dyspareunia, recurrent hospitalizations & loss of income due to this product.